Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius technical support that the m31 air detected in cassette alarm was encountered during dwell 3 of 5 of treatment on the liberty select cycler. The patient was connected at the time of the call. The patient was bypassed to drain and the m31 alarm reoccurred. The cycler was rebooted which cleared the error message. The pd patient contact reported later that day in a subsequent call that a fluid leak was identified upon treatment completion. Fluid was identified upon removing the liberty cycler set from the cassette door of the liberty select cycler. Additional information was requested, however a response was not received. No adverse event, serious injury, or required medical intervention was indicated upon initial reporting. The cycler set was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius technical support that the m31 air detected in cassette alarm was encountered during dwell 3 of 5 of treatment on the liberty select cycler. The patient was connected at the time of the call. The patient was bypassed to drain and the m31 alarm reoccurred. The cycler was rebooted which cleared the error message. The pd patient contact reported later that day in a subsequent call that a fluid leak was identified upon treatment completion. Fluid was identified upon removing the liberty cycler set from the cassette door of the liberty select cycler. Additional information was requested, however a response was not received. No adverse event, serious injury, or required medical intervention was indicated upon initial reporting. The cycler set was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.